Event description:
It was reported that during a low anterior resection procedure, the tissue was thick and there was difficulty in closing the device. As a result, the closing handle was broke on two devices. After this, an ec60a was opened and used with a green cartridge. The device fired completely once. The staples line was normal. On the second through the fifth firing with the ec60a, the device locked out on the second stroke. There were some malformed staples observed. A 2cm of specimen remained to be transected. They opened another ec60a and finished the case without impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.